Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) and fiber optic cable to resolve the issue. The system was tested and verified as ready for use. Isi has received the ec for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to starting - post-anesthesia of a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, a surgeon called the technical support engineer (tse) to report repeated non-recoverable fault 48250. Prior to calling technical support, the surgeon had restarted the system twice without improvement. The tse viewed the system event logs and noticed error 48250, indicating a faulty endoscope controller. The tse asked the surgeon to shut down the system and cycle the vision side cart (vsc) breaker, check the orange fiber between the vision processor (vp) and endoscope controller (ec), and cycle the ec breaker while checking the power cord. After restarting, the error persisted after a few minutes, and the system remained down. Consequently, the surgery was aborted after anesthesia. No fragment fell into the patient. The issue caused a delay of 15 to 30 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive an endoscope controller (ec) involved with this complaint to perform failure analysis. In the system logs failure analysis located errors 48250 and 48308 aligning with the original complaint, confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed into the golden system where it was programmed successfully, all nodes were present. The unit was installed into the golden system and functioned as expected. The system was set to run 10 power cycles, after testing the system error logs were investigated. No error codes related to the reported event could be found. The event was confirmed based on error log review; however the issue was not able to be replicated during in-house testing.